Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures. The reported event of high pacing lead impedance was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, there was high pacing lead impedance (pli) noted on the right ventricular (rv) lead. A new lead was used to complete the procedure and the patient was stable with no consequences.